Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: during investigation, a loss of prime was not duplicated during investigation basal duration test , force sensor was tested and found to be within specification. The complaint regarding a "loss of prime" was reported on (B)(4) 2015, according to the pump history the pump was in use until (B)(4) 2017 therefore all black box data for time of the complaint has been overwritten . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.